Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during the procedure when the balloon was attempted to dilate, a leakage of contrast was found. After further attempts to dilate, the subject balloon was found ruptured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Event description:
It was reported during the procedure when the balloon was attempted to dilate, a leakage of contrast was found. After further attempts to dilate, the subject balloon was found ruptured. The device was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. He reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event of balloon difficult to inflate, balloon leaked during use, and balloon burst/ruptured during use, an assignable cause of undeterminable will be assigned to the reported event.